Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires broke and detached inside the patient. The detached piece of broken wire was successfully removed from the patient using forceps. The procedure was completed with another optiflex¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of basket wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.